Manufacturer narrative:
Device labeling addresses the reported event(s) as follows: "warnings do not re-use. Sterility of this device can not be guaranteed if the device is re-used."

Event description:
Further follow up with the healthcare professional revealed this was not the initial use of the syringe. Packaged needle was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "method of use-posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported to a company representative that, with 1 syringe of juvéderm ultra¿ xc, ¿at the time of inserting the needle into the syringe, [healthcare professional] noticed that the needle had no adhesion (there was no fitting).¿ ¿at the time of application to the patient, the product leaked and they were unable to perform the procedure.¿ no injuries reported. Patient contact occurred.